Event description:
This rv lead was implanted on (B)(6) 2002. A red alert for low rv pacing impedance was detected on (B)(6) 2012. Technical services states that there is an episode in the logbook that appears to be noise on the rv channel resulting in pacing inhibition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).